Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned for evaluation. The coil wire and the polymer jacket were found stretched for approximately 16mm distal to the proximal solder originally located at 30mm from the tip. The reported bend was found with widened coil pitch at approximately 7mm from the tip. The polymer jacket was removed for observation purposes. The core wire was found fractured at approximately 23mm from the proximal solder. The ball tip remained attached on the distal end of the guide wire; the coil wire remained in one piece. The coil wire and the inner coil wire were then removed for observation purposes. The core wire was found fractured at approximately 7mm from the tip. Scanning electron microscopic observation revealed that necking with circumferential cracks was found on both fracture ends, indicating that bending stress and tensile stress had contributed to the core fracture. As the coil wire remained in one piece and no rupture of the polymer jacket was observed, measurement of the core length supported that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. Two similar events were received from this lot (MFR report #: 3003775027-2019-00168, MFR ref: (B)(4); MFR report #: 3003775027-2019-00171, MFR ref: (B)(4)). The cause of the similar events was attributed to user's technique and there was no product quality issue. Based on the obtained information and investigation outcome, it was presumed that bending stress was repeatedly applied on the guide wire in attempts to cross the lesion. When the accumulated stress exceeded the product's design limit, it caused the guide wire to become bent. Due to the bend, the guide wire was likely interfered with the concomitant microcatheter during removal; tensile stress generated with wire removal caused the coils and the polymer jacket to stretch and the core wire to fracture. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warning: never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; warning: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move, or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy, and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel, and, malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a severely calcified cto in the severely tortuous anterior tibial artery. An asahi guide wire was advanced with an asahi microcatheter when resistance was met during wire manipulation, and a bend was found on the distal segment of the guide wire. The ppi was presumed with several other guide wires; however, none could cross the lesion and the physician determined to discontinue the procedure. There were no adverse patient effects related to the reported bend of the guide wire.